Event description:
It was reported that the patient's artificial urinary sphincter (aus) exhibited a fluid loss. A surgical procedure was performed to replace the aus. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a. Batch/lot number: 1100776695. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100747714. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.